Event description:
Boston scientific crm received information that right atrial (ra) lead was explanted due to dislodgement. Another lead was successfully implanted in it's place. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed, and this event will be reopened and updated as necessary.